Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and there was no damage or anything out of the ordinary found. The instrument initially worked. Customer stated that the instrument, at first, had no energy output then, as the instrument did not move, it was removed outside and the cable was found to be dislodged. The force bipolar forceps instrument was allegedly stuck in the middle of the case. It was not grasping a tissue at the time of the event. No fragment fall inside the patient's body confirmed. The instrument was removed without problem (not with cannula). Intuitive surgical, inc. (Isi) received the force bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was not confirmed through failure analysis investigation. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Further inspection found that the conductor wire was dislodged at the distal end. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. No conductor wire insulation damage confirmed. No signs of thermal damage was observed. The instrument failed the electrical continuity test. The additional finding is attributed to a component failure and is unrelated to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument was "stuck in the middle of the case." The user continued the procedure using a backup instrument with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the force bipolar forceps instrument was "stuck", an investigation is in progress. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered as a reportable event due to the following conclusion. It was alleged that the force bipolar instrument was stuck. It is unknown if the instrument failed to unclamp/release from tissue/ failed to open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. Additionally, physical damage was alleged, and it is unknown if a fragment fell inside the patient's body. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.